Event description:
It was reported that the lead was removed due to decreased sensing measurements. Under fluoroscopy, the lead position of the svc coil was not optimal because it was too high. The lead will not be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.